Manufacturer narrative:
H3: dsp: v2014.2.12.833 and needs to be updated. The audio board defect. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; h3:- the top housing was cracked. One wave washer was worn. The decal spare fuse was damaged. H6: previously added imdrf annex codes b21, c21, d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: date of event: end of november 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that there was alert to user by the sound of stimulus, but it was the nerve. The procedure was completed without nim.

Event description:
It was reported that the nim did not work, it was able to deliver stimulation but did not catch the contraction. The tube was placed again but still no catch. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6)/212312333, ubd: , UDI#: (B)(4); h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Product ID: 8253200, serial/lot #: 68l2099a, ubd: 01-jan-2049, UDI#: (B)(4). H6: imdrf codes b17, c20, d14 are applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.